Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is not required. Visual inspection: no sample returned functional/performance evaluation: no sample returned medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation and no images were provided. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
It was reported that during a procedure in an a-v fistula at the venous anastomosis, the stent graft was unable to be deployed. The entire device was removed and another stent graft was used to complete the procedure. There was no reported patient injury.